Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failed, user unable to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer had failed. A field service engineer (fse) had used diagnostics to remove all cubie pockets. Fse had reseated the row tray connections, removed the back panel, and reseated the connections at the controller board. Fse then reassembled the drawer. The system functioned as intended after the field service engineer repaired the device.